Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility had an impella cp placed for support of a 72-year-old female patient with angina when after just fourteen hours the team noted a pump stop that was not resolved. The pump stop was remedied with pump explant and placement of an iabp instead.

Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. The returned pump was visually inspected and no abnormalities were observed. The pump was run in a basin of water and the high motor current pump stop was reproduced. Electrical resistances were measured and found to be within specification. The catheter was then trimmed nearest to the motor and no blood was observed in the purge line. The returned purge cassette was attempted to be purge but was unable to complete de-air. Kinks in the purge line tubing were observed. The tubing line was then cut to remove the kinks and the purge cassette was able to complete de-air. The pump was manually rotated and no interference with the outflow cage struts were observed. The pump was then torn down and denatured proteins and evidence of biomaterial were observed in the motor. The cause of the issue was biomaterial.